Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) lost stimulation. In turn, surgical intervention was undertaken. During the procedure, lead diagnostic testing revealed high impedance measurements. Subsequently, the patient's lead was explanted and replaced. The patient resumed therapy post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.